Event description:
(B)(4). About one month after I got essure, my hair started falling out. My hair is about half as thin as it was before I had essure implanted. About 5 months after I received essure, I began breaking out in a rash, similar to hives, on my upper arms. The rash is very very itchy, raised, red, and will blister and then scab. In the last 6 months, the "rash" has started to spread onto my chest and face. It will come and go but it is progressively getting worse. My family doctor has tried to treat it with steroids and an antihistamine to treat the itching. I have had a skin biopsy done and the pathology report shows nothing. I have been to the emergency room on a couple different occasions due to abdominal right lower quadrant pain. They have suspected ectopic pregnancy, however ultrasound has shown nothing. I also feel as if a baby if kicking in my belly, and again all pregnancy tests are negative and ultrasounds show nothing. I suffer from bloating and swelling in my stomach almost constantly. I lost 65 lbs in about a year, however due to the swelling and bloating, I still look about 5 months pregnant almost daily. My worst side effects is the daily pain and mood swings that I know live with. I suffer from extreme lower back pain, hip pain, shoulder pain, neck pain, knee pain, on a daily basis. I have had 3 epidural nerve blocks, therapy, facet injections, ablation of nerves, a tens unit that I use daily, and on pain management. My medicine cabinet just keeps growing.